Event description:
The customer stated that she tested her blood glucose using her contour and elite meters. The elite meter read 87 and 85 mg/dl, while the contour read 188, 215, and 158 mg/dl. The customer stated that her normal range was 85-115 mg/dl. The difference between the contour and elite readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The contour test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The product info provided by the customer for test strips was not correct, so the meter info was provided instead.